Event description:
Revision surgery due to infection 2 years and 11 months after the primary surgery. The surgeon performed a washout and revised the size 4 10mm liner to a same size liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 february 2026. Lot 2214104: (B)(4) items manufactured and released on 03-aug-2022. Expiration date: 2027-jul-13. No anomalies found related to the problem. To date, 14 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.